Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the reported condition of a leak at the joint was not clearly identifiable in the photograph. Due to the nature of the returned sample no additional testing could be performed. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked at the joint. This issue was identified during priming. There was no patient involvement. No additional information is available.